Event description:
It was reported that the tubing separated below the hub during flushing while connected to a patient. Estimated date provided by the customer as an incomplete date of event over the weekend of (B)(6) 2019. There was no harm.

Manufacturer narrative:
The customer¿s complaint of tubing separated below the hub was confirmed. The customer¿s photo was evaluated and the separation was observed to be from the pvc tubing p/n (B)(4) to the outlet port of the smartsite p/n (B)(4) below the lower fitment. The root cause was not identified. No device receive-photo only.

Manufacturer narrative:
Initial reporter occupation-sourcing manager. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the tubing separated below the hub during flushing while connected to a patient. Estimated date provided as an incomplete date of event of over the weekend of (B)(6) 2019 was provided by the customer. There was no harm.